Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse performed a test drive and found no issue with system, fse was able to maneuver all patient side manipulator (psm) in full range of motion. No issue found. The system was verified and ready to use.

Event description:
It was reported that during a vinci-assisted surgical radical tonsillectomy procedure, the customer informed the technical support engineer (tse) surgeon could not remember if the camera was up or down but either arm1 or arm3 was having issues advancing the instrument through its full range of motion. The tse reviewed the logs but found no related issues. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: there was a 5-minute delay for troubleshooting at the very end of the case. The surgeon manually moved the instrument from arm 1 to arm 2 or arm 3 to arm 4 they were not sure. The surgery was originally a 3-arm surgery procedure until they swap to the arm that was abandoned and out the way. There was no harm to the patient.